Event description:
It was reported that: "surgeon commented that stem was loose. Removed head, stem, and liner. Cemented new liner, stem and implanted new 36mm c-taper head."

Manufacturer narrative:
Summary of evaluation: the exact root cause of the event could not be determined with the information provided. Patient medical records and x-rays were requested but the sales rep confirmed that the devices were not available. The per information indicated that the implants were in situ for over 25 years of in vivo service. The cause of the femoral component loosening may not be device related, but rather may be associated with patient and clinical factors that cannot be confirmed with the limited information provided. Device history review could not be performed as no catalog or lot information was provided. Complaint history review could not be performed as no catalog or lot code information was provided and the exact reason for the patient's revision could not be confirmed with the limited information provided.